Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notifications occurred after filling a cartridge with 100 units of insulin. Additionally, it was reported that the cartridge was leaking and that the customer had to change the cartridge and perform the fill tubing process multiple times. Customer's blood glucose level was 158 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.